Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested from customer, but no response.

Event description:
The customer reported that the ventilator alarmed with spi bus failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.